Event description:
The ins was replaced in (B)(6) 2013 because, a wire broke in the patient¿s back. The wire broke following trauma in (B)(6) 2013 when the patient hit the corner of a table and the unit stopped working.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3998, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 3998, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).